Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that he was admitted to the hospital on (B)(6) 2017 due to high blood glucose levels. The customer was not feeling well. He was nauseous and vomiting. Customer's blood glucose level was 436 mg/dl. The customer was given insulin drip and fluids. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.